Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was fractured during sterilization, and the broken pieces were returned. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned tasp exhibits nicks and gouges. Additionally, the post feature has been fractured off on the medial side. All pieces were returned. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.